Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the sterilized package was opened the dirt on the inside lid of package was found. There was no reported patient involvement.

Manufacturer narrative:
Manufacturing review: per the lot history review, this is the first complaint reported for this lot number and issue to date. The quantity affected is one unit. Based upon the severity level and lot quantity, a device history record review is not required. However, the DHR was requested to review manufacturing records. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: one x-port isp MRI implantable port with 8f groshong catheter kit was returned for evaluation. A visual evaluation was performed. The investigation is inconclusive as the kit was opened upon return and it is unknown whether the foreign material could have been lost in clinical or packaging return procedure. The definitive root cause could not be determined based upon available information. It is unknown if shipping, clinical, or return shipping procedures contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that when the sterilized package was opened the dirt on the inside lid of package was found. There was no reported patient involvement.